Manufacturer narrative:
H11: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during a surgical procedure, a bone pin got stuck in the tissue protector while it being drilled in the tibia. The pin was broke when trying to impact the tissue protector off of the pin while the pin was in the bone. The pin was removed, impacting it all the way out after unscrewing the other pin. The surgeon was able to re-drill into the tibia without issue. It is unknown if there was a surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.